Manufacturer narrative:
Investigation activities: the device was not returned for analysis and the complaint as reported was not able to be confirmed device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on all available information, boston scientific has assigned an investigation conclusion code unable to exclude device problem.

Event description:
It was reported that the patient could no longer get the implantable pulse generator (ipg) to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient could no longer get the implantable pulse generator (ipg) to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected.